Event description:
It was reported, that during a da vinci-assisted surgical procedure. The tip of the prograsp forceps instrument shaft was damaged. And the instrument would not come out of cannula. The shaft was cut and removed from cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint. And completed the device evaluation. Failure analysis found the instrument main tube broken. A piece measuring approximately 0.165 x 0.333 was found to be broken off. This type of failure is most commonly caused by mishandling / misuse.